Event description:
Rash.

Manufacturer narrative:
It was reported that, at post op appointment patient developed a rash- eczematous papules coalescing into plaques- along port removal site and along breast incision sites. Liquiband mesh removed and patient prescribed ointment and allergy medications. Rash not improving, and spread further onto rib cage area. Patient discomfort from itching. Resolved by (B)(6) 2023 appointment. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.